Event description:
The customer reported that after an advisory alarm for an effluent bag that is full the nurse opened the effluent scale and then got a high prioritiy alarm. There was no alarm screen but all pumps had stopped and all keys were frozen. The alarm muted by itself, because the sound went off, but no silten key was accessible. Closing and reopening scales did not correct the situation. The operator turned off the machines and rebooted it. After a series of alarms, the user was able to unload the set.